Manufacturer narrative:
(B)(4) - intraocular lens (iol), incision enlargement. Inspection of the intraocular lens (iol) showed one distorted haptic, and evidence of debris and scratches, which is a condition consistent with a lens that has been removed from the eye. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent an explant of an intraocular lens (iol) of the right optic due to a posterior capsular rupture. The lens was being implanted when the rupture occurred. A partial vitrectomy was performed accompanied by an incision enlargement with sutures. No further complications were reported. Patient was said to be doing well.